Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient and from a patient with an implantable neurostimulator (ins) for spinal pain regarding unknown patients. The caller said that they read on the internet doing a (B)(6) search that some people experienced memory loss, tingling of their hands and feet, and some people had it removed before the nine years. The caller did not have patient names, doctor names, device types, or when it occurred. No further complications were reported/are anticipated.